Manufacturer narrative:
(B)(4). Method: the subject device, bc191-05 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device confirmed that the tubing was torn and stretched at the end of circuit connector. One of the circuit connectors was found to be detached from the tubing. Conclusion: our investigation was unable to determine the exact cause of the reported failure. Based on our knowledge of the product it is most likely that the tubing was pulled to an extent resulting in the reported failure. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 flexitrunk infant nasal tubing system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 flexitrunk infant nasal tubing.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the connector of a bc191 flexitrunk infant nasal tubing was found detached during patient use. There were no patient consequences.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the connector of a bc191 flexitrunk infant nasal tubing was found detached during patient use. There were no patient consequences.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.